Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Mfg date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system and the novasure system as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation (exact date unknown). The physician then performed a laparoscopy and noted blanching at the corneal area bilaterally. There were some burns "seen on the fat surrounding the bowel". The physician also noted a "superficial" burn on the bowel. No intervention was required. The patient was admitted into the hospital for observation and discharge 10 days later. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation.

Event description:
Received additional information on (B)(6) 2016 and it was reported the procedure date was (B)(6) 2016. Tthe patient was seen on follow up and "made an uneventful recovery".